Manufacturer narrative:
Event site name (B)(6). Event site address (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during clinical use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Iabp 2 alarm reported. There was a patient involvement. No harm repoted.

Manufacturer narrative:
Updated fields: b4, b5, d4(UDI), d5, e2, g2, g3, g6, h2, h6(problem code, type of investigation, investigation findings, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that onsite the front battery led light was working and was not blinking. A device simulation was performed for 60 mins and results passed. Additionally from the logs on the date of the event fault 63 was found. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) had alarmed with front battery led light was blinking on ac power and fault 63 found from log. There was a patient involvement. No harm reported.